Event description:
It was reported that the pt had undergone a high intensity focused ultrasound (hifu) treatment for the purpose of contour improvement in the sub-gluteal area ("banana roll") on (B)(6) 2013. The pt had little swelling and bruising post treatment. Two weeks post treatment the pt reports experiencing "zingers" down the right side of the leg (about an inch below hip) and numbness in two toes (big and second). The numbness has since resolved, however the "zingers" continue to occur.

Manufacturer narrative:
In the medical reviewer's opinion the injury relates to the off-label use in an area of the body where there was a major nerve trunk located below the treatment zone. The compression of the tissues in this area with the treatment head flattened the tissue thickness and permitted hifu to reach the nerve trunks underneath. This pt sustained what does not appear to be complete hypesthesia, indicating that this may be a partial injury to the tibial nerve in the treatment zone; producing the paresthesias ("zingers"). The exact prognosis for this pt is unk. She may experience improvement in the symptom over time as injuries to peripheral sensory nerves can heal over time (6-12 months). Data uploaded from the system log was reviewed, there were no system errors reported during the treatment. Exact date of the event is unk, reported to be around (B)(6) 2013.